Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an issue with insulin delivery. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/14/2015, the patient called back on 05/12/2015 and reported that the remaining insulin on the pump was less than what¿s showing in the cartridge.